Manufacturer narrative:
Service reps replaced the gas bench, tested and calibrated the unit to factory specifications.

Event description:
Customer reported an issue with the gas monitor, which may have resulted in a loss of gas monitoring. No pt injury was reported.